Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 5 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in the lad. The procedure was completed with another maverick2 monorail balloon. No pt injuries or complications were reported. Pt status is listed as "fine".